Manufacturer narrative:
Unable to determine the date of death. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).

Event description:
It was reported that the patient underwent surgery to treat left radiculopathy, degeneration, and herniated nucleus pulposus l4-5. S urgery consisted of open transverse lumbar interbody fusion at l4-5 using bone, rhbmp-2/acs, and interbody cages, and a posterolateral fusion at l4-5 using crushed cancellous allograft, rhbmp-2/acs, autograft and posterior screws/rods instrumentation. The bmp was placed both inside and outside the implant and in the lateral gutter. One month post-op, the patient died. Cause of death was reported to be cardiac malfunction due to high blood pressure, and the death was assessed by the investigator as not related to the surgery or the devices. Bone healing at 1 month post-op was assessed as ¿undetermined¿.